Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the device was received with the capsule partially opened, the deployment knob components were separated, but the end cap/screw gear snap fit was connected. The detached tabs were not returned with the device. Visual analysis showed the handle was not intact. Both tabs of the male deployment knob component were observed to be detached. The tip-retrieval mechanism appeared intact. The capsule appeared intact with no evidence of damage. Damage was observed to the inner member. Despite the deployment knob components being damaged and separated from the device, the capsule could be retracted by pulling back on the t-core component. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the delivery catheter system (dcs) that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, the cause could not be determined. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported during recapture, the deployment knob (actuator) separated and was pieced back together to successfully deploy the valve. Photographs submitted by the account for medtronic¿s review confirmed the reported separation. The subject dcs was returned for analysis; the device was received with the deployment knob components separated, and two tabs were observed to be detached. The small blue piece in the tray that was reported in this event is one of the detached tabs. A kink was observed on the inner member shaft of the subject device. There was no indication this occurred during the reported event, this inner member shaft kink has historically been seen on devices returned with the capsule partially open and no stylet in place. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve was positioned too high and when partially recaptured, the handle broke into two pieces. The handle was pieced together and the valve was successfully deployed with no adverse patient effects reported. It was reported that a good load was confirmed by fluoroscopy. It was also reported there was a small blue piece noted in the tray during valve preparation but no indication of anything being broken or not functioning as intended. Note: the valve was loaded by an experienced tds and there was no unusual resistance felt during loading. The valve was implanted via trans femoral, main site was right and there was no unusual anatomy issue to affect the implant.